Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a consumer on august 26, 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received her first treatment with poly-l-lactic acid (sculptra) on (B)(6) 2010. No additional treatment details were mentioned. Relevant medical history and concomitant medication information were not mentioned. At the time of the treatment, the patient experienced a stinging sensation in her eye. No injections were given near the eye. On returning home, the stinging continued. On an unknown date, she developed globular edema in her outer eye. The patient saw her general practitioner who recommended anti-inflammatory therapy (nos), but it was unknown if these were taken by the patient. The patient was concerned that a droplet may have accidentally entered her eye. Action taken/corrective treatment/outcome - unknown. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated august 31, 2010: this case involving a female patient of unk age who reportedly developed a stinging sensation in her eye at the time of sculptra administration and globular edema in her outer eye (onset unknown) has insufficient information at this time for a complete medical assessment. Medical confirmation as well as other additional information is needed for a thorough evaluation including whether or not other potential causes of eye stinging/pain were ruled out (i.e. Dry eye, eye infection, sty, corneal abrasion, etc.), details of the reconstitution technique used, patient's medical history (including any history of eye problems) and risk factors (including whether or not the patient wears contacts, recent eye trauma), details of concomitant medications, details of the adverse events including presence of associated signs (i.e. Redness) and/or symptoms (i.e. Headache), details of suspect drug administration (including indication, location of sculptra injection(s), dosage), pertinent diagnostic exam findings including results of ophthalmologic eye exam, details of corrective treatment taken, and final outcome.